Manufacturer narrative:
Submit date: 7/25/2017. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the sponge pulled their skin when used.

Manufacturer narrative:
A device history record (DHR) review was completed for lot# 17e140062. There were no manufacturing related issues related to the complaint issued for this lot. One sample was received for evaluation and an inspection of the sample resulted with: unable to confirm the reported condition. This complaint will be considered to be unconfirmed and thereby could not identify the root cause. Since a root cause could not be identified or because the complaint is unconfirmed, no corrective or preventive action is planned at this time. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.